Event description:
Procedure: partial gastrectomy. According to the reporter: the staples did not form properly and the sulu could not be locked up on the first handle squeeze. The procedure was converted to open and the case was completed.